Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that when the surgeon removed the inserter to do final adjustments with the tamp, the implant disassembled. The implant was removed and replaced with an alternate to complete the case without reported patient harm.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected. Updated: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Corrected: d6, d7- device was not implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.